Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent malfunction alarms occurred. Additionally, it was reported that the pump shut off unexpectedly. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 150 mg/dl.